Event description:
The patient reported having an implant in the second toe of the left foot placed for hammer toe correction. The patient reports ongoing pain and contracture and indicated that a revision surgery is being considered.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.